Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported syringe was connected through a tube to obtain a vitreous specimen in a case of vitreous opacity, but it was not aspirated and an advisory code "draining cassette. Please wait" was displayed many times during a vitrectomy surgery. The condition of actuation and cutting is unknown. The pak was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet cassette was tested in returned condition. A console representing the current software version was used to test the sample. The sample failed priming and calibration generating system message code (smc) 3467. The received signal amplitude (rsa) value was found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code 3467 if the value decreases below a threshold limit at any point during priming or surgery when the intra ocular pressure ( iop) function is enabled. This can result in failed calibration. The customer's event was unable to be replicated. Sm 3300 can be related to the cassette not draining to drain bag, however, this issue was not observed. A different system message code was generated which would have not resulted in the customer's experience. The root cause of system message 3300 could not be conclusively determined. Analysis of the returned sample revealed that the customer¿s event could not be replicated. Laboratory testing did not find the root cause that would have caused or contributed to the reported system message 3300. A system message was generated, however, this condition would not have resulted in the customer's experience and is therefore considered unrelated to this event. After investigation of this complaint, it has been determined the root cause could not be conclusively determined, therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported event(sm 3300) for this lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).